Manufacturer narrative:
It was reported that the blue circular dome on the back of the f gen light head fell off. There was no associated procedure, there were no reported injuries, or adverse consequences. (B)(4) was opened to review and address this issue. This light is within scope of the field action.

Event description:
It was reported the light head dome cover has fallen off in hybrid or 12. There were no reported injuries or adverse consequences. The light is within scope of field action res (B)(4).